Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that during stenting of the prox lad (predilated), a proximal dissection occurred. Treatment performed was percutaneous coronary intervention. No additional event or patient information is available.